Event description:
An endurant stent graft system and another manufacture¿s graft was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The proximal neck was 18-19 mm in diameter and 23 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 10 mm in diameter. The right and left external iliac arteries measured 4 mm in diameter. It was reported that during the index procedure, an endurant cuff was first implanted at the tortuous aortic neck, and then another manufacture¿s device was implanted. The aortic cuff was successfully implanted; however, there was trouble during the implantation of the other manufacture¿s device. The device¿s wire tangled when deploying the contralateral limb within the main body and was not able to be released. The possible cause was due to patient¿s narrow site of terminal aorta and mural thrombus. The physician pushed up and set it into rotation, and tried to release the tangled wire. The device was deployed. Angiography found a proximal type I endoleak so a touch-up was done. Another endurant cuff was implanted however, the proximal type I endoleak did not resolve. The physician considered implanting another manufacture¿s stent graft but the implanted stent grafts covered the aneurysm so the physician determined to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); failure to follow instructions (proximal neck diameter is less than 19mm); caused by another drug/device (bare metal stent); patient's condition affected effectiveness of device (anatomy related; vessel morphology (tortuous neck). Conclusion: known inherent risk of a procedure (endoleak); off ¿label, unapproved or contraindicated use (proximal neck diameter is less than 19mm); device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology (tortuous neck); caused by another drug/device (bare metal stent).